Event description:
It was reported the procedure was being performed on a female pt in labor and delivery. When the kit was opened they found the saline vial was broken and dried up in the tray. As a result, another kit was opened and used successfully. There was no delay in treatment and no pt death or complications reported.

Manufacturer narrative:
(B)(4). The device will not be returned.